Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode, all patients needed to be entered manually. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was not determined that the station was in disconnected mode, requiring all patient information to be entered manually. A technical support specialist (tss) remotely accessed the station and confirmed that the disconnected mode icon was not present. The data synchronization service was running as expected. The station was observed and monitored during working hours, and no issues were detected. The system functioned as intended after the technical support specialist verified the device.